Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first device stopped working. A second device was opened and after two to two and a half hours of use the device¿s shaft broke. The device was still working, but the shaft was not safely fastened in the handle. Nothing fell into the patient's cavity. The surgeon used a different manufacturers device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary two devices were received for evaluation. These devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the hub was broken on the first device. The hub was intact, with no pieces detached. The second device had no defects. The reported condition was confirmed. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, do not bend the instrument shaft. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first lf5637 stopped working. A second lf5637 was opened and after two to two and a half hours of use the device¿s shaft broke. The device was still working, but was the shaft not safely fastened in the handle. Nothing fell into the patient's cavity. After two device issues, the surgeon shifted to a non-medtronic device to complete the procedure. There was no patient injury.